Event description:
The customer observed false reactive architect hiv ag/ab and architect hbsag results for multiple samples. No specific patient information or data or comparison data was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the valve, manifold kit which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no subsequent discrepant hiv and hbsag results have been reported for (B)(6). There were no contributing factors in the month prior to the complaint that were identified that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the valve, manifold kit did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the valve, manifold kit was identified.